Event description:
Boston scientific received information that during a normal device change out, defibrillation threshold (dft) test was performed at which time a fault code was observed. Two separate devices were attempted. It was determined that the right ventricular (rv) lead was faulty. Fluoro was performed and confirmed a fracture found on the right ventricular (rv) lead. The lead was capped and a new df-4 lead was implanted along with a new df-4 implantable cardioverter defibrillator (ICD). There were no adverse patient effects reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.